Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/08/2017 with the following findings: a review of the black box confirmed a call service 064 motor occlusion during prime error. The complaint was replicated consistently during investigation. The pump was opened to find the lead screw assembly frozen in retracted position. A test motor functioned properly in the pump. The pump motor functioned properly when the stress on the piston was relieved. Unrelated to the original complaint, the battery compartment was cracked between the bumper pad and the cover.